Manufacturer narrative:
(B)(4). The investigation is ongoing.

Event description:
It was reported that two sapien 3 valves were implanted in one patient. There is no additional information at this time.

Manufacturer narrative:
Despite multiple attempts, additional information was unable to be obtained. The cause for the two sapien 3 valves being implanted in the patient could not be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.